Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The issue was resolved without needing any technical support, as the alarm had occurred in the past and no additional intervention was necessary.